Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device after a bilateral iliac percutaneous transluminal angioplasty. Reportedly, device did not deploy in the anatomy or outside of the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The evaluation of the device may have aided in determining the cause of the reported inability to deploy the device. The cause of the device not deploying may be influenced by manufacturing, user technique, and/or anatomical conditions. During manufacturing, the starclose se device is visually inspected and functionally tested. There were no challenging anatomical conditions reported or no indication of a user technique that would have influenced the reported experience. A cause for the reported experience could not be determined. A review of the device lot history record did not revealed any nonconforming material records associated with this lot. A query of the complaint database was performed and there does not appear any product quality deficiency.